Event description:
The customer observed false repeat reactive alinity I toxo igg results generated for a 37-year-old female patient sample. The following data was provided: sample ID (B)(6), initial result = 3.1 iu/ml, repeat results = 3.4 iu/ml, 2.9 iu/ml, 2.9 iu/ml, 3.0 iu/ml additional data was provided: toxo igm result = 0.06 index (non-reactive) sample was sent to the reference laboratory: toxo igg on elisa and elfa platforms = negative toxo igm on elisa platform = negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p45-22 that has a similar product distributed in the us, list number 07p45-40, and a 510k/PMA/bla number of k210596.